Event description:
The customer contact reported difficulty regulating flow. The tubing set was being used to deliver 0.9% sodium chloride. After an unspecified length of time in use, it was reported that the flow rate either stopped or was unrestricted when regulating the delivery with the cair clamp. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.